Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged blood glucose measured 502 mg/dl back to back with a result of 138 mg/dl when testing was performed 9 minutes apart on the advantage/voicemate system. The location of the testing was not provided however, customer stated running quality control tests and the results were outside the acceptable range. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage/voicemate system: voicemate vsr with chek and comfort curve test strips lot 549544 with an expiration date of 03-31-2008.